Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the failure to advance, difficulty removing the device, and stent dislodgement to be related to interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a stenting procedure to treat a target lesion in the heavily calcified and tortuous proximal left anterior descending (lad) artery. The 3.5 x 38 mm xience alpine stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross. The stent delivery system was removed without difficulty. The 3.5 x 33 mm xience alpine stent delivery system was advanced; however, due to the patient anatomy, the device was unable to cross. Difficulty was noted during withdrawal and the stent dislodged. A snare device was advanced and the dislodged stent was pulled into the radial artery. The stent remained in the radial artery and the patient was sent for a surgical removal of the stent. The surgical procedure was performed and the stent was removed. Additionally, a coronary artery bypass graft procedure was performed to treat the target lesion in the lad. Post procedure, the patient is in stable condition. No additional information was provided.